Event description:
Three months post-op, pt ruptured her extensor pollicis longus tendon. Rupture may have been caused by the tendon rubbing over the top curve in the plate. Plate was removed & an extensor indicis proprius to extensor pollicis longus tendon transfer was performed.